Manufacturer narrative:
Tgu343415j/15886431 (B)(4); tgu373715j/15854360 (B)(4). Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2017, the patient underwent treatment of a ruptured type b dissection with conformable gore tag® thoracic endoprostheses. The maximum diameter of the false lumen was 23.8 mm. On (B)(6) 2017, the maximum diameter of the false lumen was decreased to 17 mm. On (B)(6) 2017, the maximum diameter of the false lumen was increased to 22 mm. No additional treatment has not been performed.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Manufacturer narrative:
It is unknown which device is involved in the event.